Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. The customers blood glucose (bg) level was impacted above 200 mg/dl. The customer took a manual injection to stabilize bg level. In addition, the customer received a button alarm 22. The customers bg were impacted 243 mg/dl. Reportedly, something was pressing up against the button and triggered the alarm. The customer was able to load a new cartridge successfully and resume insulin delivery.